Manufacturer narrative:
(B)(4). The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during dwell 1. One of the bags was loosely connected to the line. The hp would start over with new supplies and contact his nurse. Baxter product surveillance (bps) contacted the care giver on (B)(6) 2011. She stated that the loose connection was due to user error; they had not tightened the connection enough during set up. There were no allegations made against any of the supplies. She stated that they had contacted the home patient's nurse about the event, and that therapy has been going well since. Bps spoke with the registered nurse on (B)(6) 2011. She stated that the patient had not contacted the clinic regarding the event. The nurse was informed of the patient's user error and given an explanation of the alarm. She stated that the patient was doing well, and there were no adverse effects reported to be caused by this event. The patient was continuing therapy on the hc. There was patient involvement, but no medical intervention or serious injury was reported.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Additional investigation is being conducted through (B)(4). A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.